Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the site reminder on the customer's pump was inaudible. The customer's blood glucose level was not impacted. Tandem technical support confirmed that the customer had the volume settings set to "high" and the set reminder was set to "on".